Event description:
On (B)(6) 2010, the patient saw an eri (elective replacement indicator) message. It was determined that the battery depletion was normal with the patient's programmed settings. The implantable neurostimulator was replaced. A lead revision was done because the lead had migrated more to the right. The surgeon was able to bring it midline and down to the bottom of t8 for better stimulation coverage. The patient was doing "great" following the replacement/revision.

Manufacturer narrative:
(B)(4).